Event description:
During evaluation of a returned small volume folfusor, the lower film-wrap of the device was found loose, which allowed fluid from the bladder to enter inside the hollow area of the stressmember. This defect was identified in the label/release room during visual inspection prior to release of the finished product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). H4: the lot was manufactured between december 18, 2023 and december 20, 2023. H11: the device and a video were received for evaluation. The returned video was reviewed, and it appeared to show fluid inside the hollow area of the stressmemeber that resembles "excess air" within the central column of the device. Visual inspection on the sample via the naked eye noted the lower film-wrap on the lower part of the bladder was loose. The bladder has two film-wraps: the upper and the lower. All small volume folfusor products have a lower film-wrap located at lower part of the bladder. Since the lower film-wrap of this complaint sample was loose, it had allowed fluid from the bladder to enter inside the hollow area of the stressmember. The device was subsequently disassembled and the fluid inside the hollow area of the stressmember was measured to be 2ml which has no negative impact on the function of the device. The cause of loose lower film-wrap was related to manufacturing. The lower film-wrap may not have been securely adhered to the bladder during manufacturing and therefore became loose when the device was filled with fluid. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.